Event description:
It was reported that the pump "stopped working". Reportedly the customer was able to resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up with tandem technical support and further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.